Event description:
It was reported that the right ventricular (rv) lead had oversensing with loss of ventricular stimulation. A possible rv lead fracture was questioned. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the defibrillation conductor fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, the inner tubing was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Oversensing with lead failure predictor of high rate-non-sustained less than equal to 187 ms average v-cycle between (B)(4) 2011 and (B)(4) 2012. Also, ventricular fibrillation (vf) equaling 190 ms average v-cycle on (B)(4) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the defibrillation conductor fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on several conductors (not obstructed), the inner and outer insulation were breached from abrasion, the inner tubing was kinked/buckled, the inner tubing was torn, the outer insulation was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and the lead was stretched. We did receive performance data collected from the device and have analyzed the data. Oversensing with lead failure predictor of high rate-non-sustained less than equal to 187 ms average v-cycle between (B)(4) 2011 and (B)(4) 2012. Also, ventricular fibrillation (vf) equaling 190 ms average v-cycle on (B)(4) 2011.